Event description:
Subsequent to filing of final medwatch MFR report additional information was received: the proglide device failure for all 5 devices was, upon withdrawal of the plunger the anterior needle was not attached to the suture. Three devices failed in the right common femoral artery and two devices failed in the left common femoral artery. On the left side a surgical cut down was performed to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The four additional proglide devices are being filed under separate medwatch MFR numbers. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Femoral ultrasound performed.

Event description:
It was reported that suture placement was attempted bilaterally, in the right and left common femoral arteries with proglide devices prior to an abdominal aortic aneurysm repair using the preclose technique. The arteriotomy was 6 fr and the access site was described as calcified. Reportedly, 5 proglide devices failed. The failure modes were not provided, and additional proglide devices were used to achieve hemostasis at the end of the procedure. The maximum sheath size for the procedure was reported to be 9 fr. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that a femoral angiogram was not performed. The proglide instructions for use states: perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Based on the information reviewed, there is no indication of a product deficiency.